Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided in the article were reviewed and support the complaint issue. The ticket tracking and trending review did not identify any related trends regarding commonalities for lot number(s) and issue. A review of the device history record did not identify any non-conformances or deviations associated with the likely cause list number and complaint issue. Customer field data was used to assess the performance of the architect hbsag qualitative ii assay using worldwide data. The likely cause lot(s) are unknown in this case, however review of the within date lots with at least 2000 patient results show that all median values are within ±2sd of the mean indicating that the lots are comparable and performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. Occult hbv infection (obi) is a known phenomenon and is diagnosed when a hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tail end of chronic hbv infection, persistence of replication at low level after recovery or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. False nonreactive results may occur due to the presence of mutations. Per the product package insert, the hepatitis b virus is subject to a mutation rate 10 times higher than the mutation rate of other dna viruses. Some of these mutations may cause changes in the antigenic structure of hbsag, resulting in epitopes that are no longer recognized by anti-hbs. Hbsag mutants have been reported in a wide range of patient populations, including blood donors, vaccine recipients, renal dialysis patients, orthotopic liver transplant recipients, infants born to hbsag-positive mothers and patients undergoing nucleoside analog treatment for hbv. The architect hbsag qualitative ii assay is designed to have the ability to better detect (as reactive) the hbsag mutant thr-123-ala and to have the equivalent or better ability to detect (as reactive) other hbsag mutants when compared to the comparator assay, however the presence of some hbsag mutations may result in a less favorable outcome in some patients and false negative results in some hbsag assays. Based on the investigation, no systemic issue or product deficiency was identified for architect hbsag qualitative ii reagent assay.

Event description:
A conference abstract by cruz, l.j.d.n., et al., ¿prevalence of serological and molecular markers in screening for hepatitis b virus in public blood bank of belem (pa), brazil¿, hematology, transfusion and celltherapy, suppl. Supplement 2 44: s493-s494. Elsevier editora ltda. (Oct 2022), noted false negative architect hbsag qualitative ii results for multiple samples. 130 out of 281,451 samples generated positive results when tested with nat hbv; however, from those 130 samples, 4 samples generated false negative results when using the architect hbsag qualitative ii assay. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.